Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the penumbra clinical team on 01-july-2021: 1. Section b. Box 5. Describe event or problem. 2. Section g. Box 3. Report source. It was previously understood that the patient was part of a clinical study; however, based on the updated information, the patient was not part of a clinical study. This report is associated with MFR report numbers: 1. 3005168196-2021-01171; 2. 3005168196-2021-01172; 3. 3005168196-2021-01174. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, a smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. Subsequently, the same issue occurred with another smart coil. Therefore, the smart coil was also removed. It was reported that the introducer sheaths of the smart coils separated around the friction lock when force was used. Then, while attempting to advance the next smart coil, the physician experienced resistance. Therefore, the physician decided to re-sheath the smart coil. While re-sheathing the smart coil, resistance was encountered, and subsequently, the pusher assembly of the smart coil became bent. Therefore, the smart coil was removed. The procedure was completed using nine smart coils, three non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01171. 3005168196-2021-01172. 3005168196-2021-01174.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, a smart coil would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. Subsequently, the same issue occurred with another smart coil. Therefore, the smart coil was also removed. It was reported that the introducer sheaths of the smart coils separated around the friction lock when force was used. Then, while attempting to advance the next smart coil, the physician experienced resistance. Therefore, the physician decided to re-sheath the smart coil. While re-sheathing the smart coil, resistance was encountered, and subsequently, the physician bent the pusher assembly of the smart coil. Therefore, the smart coil was removed. While attempting to advance another smart coil, it would not advance at all past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using nine smart coils, three non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.